Event description:
It was reported that a foreign material was noted. A 5f expo diagnostic guide catheter was selected for use in a diagnostic angiogram procedure. During preparation, the physician was not able to advance a starter guidewire through the catheter. When they decided to backload the wire, a plastic piece was lodged inside the catheter. They were able to push the plastic out. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis. A photo was provided to boston scientific for review as part of our investigation. The photo depicts a section of the inner liner of the device delaminated and separated. H3 other text : media.

Manufacturer narrative:
This report is being filed to correct the model number in response to an FDA request. Because the lot number is unknown, we are unable to provide the unique identifier (UDI) # or the device manufacture date. However, we have provided the device identifier (di) portion of the unique identifier (UDI) #. The device was not returned for analysis. A photo was provided to boston scientific for review as part of our investigation. The photo depicts a section of the inner liner of the device delaminated and separated.

Event description:
It was reported that a foreign material was noted. A 5f expo diagnostic guide catheter was selected for use in a diagnostic angiogram procedure. During preparation, the physician was not able to advance a starter guidewire through the catheter. When they decided to backload the wire, a plastic piece was lodged inside the catheter. They were able to push the plastic out. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a foreign material was noted. A 5f expo diagnostic guide catheter was selected for use in a diagnostic angiogram procedure. During preparation, the physician was not able to advance a starter guidewire through the catheter. When they decided to backload the wire, a plastic piece was lodged inside the catheter. They were able to push the plastic out. The procedure was completed with a different device. No patient complications were reported.